Event description:
It was later reported that the patient was doing very well. Their oral baclofen was successfully being decreased as they titrated his intrathecal baclofen.

Manufacturer narrative:
The pump was not returned for analysis. Analysis of the catheter revealed a deep abrasion 15 to 16.3 cm from the distal end of segment 1. A significant leak was found in this area, indicating the deep abrasion went through to the inner lumen. The abrasion may have been caused by the pump rubbing on the catheter while implanted in the pocket. A foreign material was also returned with the catheter, but it was not analyzed.

Event description:
It was reported that the patient was in an emergency room of a hospital different than the reporter's, and his legs were twitching. The patient's alarm date was (B)(6) 2013, and their eri was in four months. The patient was noted to "have had an appointment with a surgeon next month to get the pump replaced." The patient was expected to have the pump checked in about two weeks, around the time of their refill. No alarms were heard. The medication used within the system was lioresal 2000 mcg/ml. It was later reported that the patient had been admitted to the hospital on (B)(6) 2013 with symptoms of withdrawal. There was no known history of a fall or any unusual event leading up to the increased spasticity. The patient's symptoms improved after he received baclofen 40mg po. The patient had been stable on it baclofen 400 mcg/day for a number of years. A few weeks ago, in response to increasing spasticity, the dose was increased to 500 mcg/day. The patient's pump was interrogated in the or and his daily dose was 609mcg/day. The patient had been started on oral baclofen. A dye study was performed. The catheter was easily aspirated, but the dye study showed "some questionable areas." Based on the patient's symptoms and a questionable dye study, the pump pocket was opened. After the catheter was disconnected from the pump, saline was injected under direct observation, and there appeared to be a couple of microtears in the catheter. The back incision was opened and fluid was again injected. There also appeared to be a leak along the tunneled portion of the catheter. The proximal segment of the catheter was replaced up to within a few cm of the anchor. There also appeared to be some calcified tissue surrounding the pump. There was also an accumulation of this same type of substance around the areas of the catheter that appeared to be leaking. Most of this tissue was dissected. The pump was replaced because it was 4 months from eri, and it was not to be returned.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.